Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer became aware of an allegation that an end user developed a spots in lungs and respiratory infection while using a rep dreamstation auto CPAP. In addition, the patient also reporting of cough. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.